Event description:
Post transfemoral tavr placement, the patient had various heart blocks (jr, rbbb, lbbb) and bradycardia requiring a permanent pacemaker implant. The patient received a 26mm sapien xt valve and was extubated the day of the procedure. She was transfused 1 unit of blood the next morning. She was started on a low dose beta blocker and was restarted on her home arb. She was transferred to telemetry from on pod 1. The patient was started coumadin for chronic rate controlled atrial fibrillation. She had chronic underlying pulmonary disease and remained on oxygen. Pod3 the patient had 2 brief junctional episodes and had further worsening of acute kidney injury. Blockers were held and the patient was started on ns for hydration. Her kidney function and urine output significantly improved the next day. On pod 4, ivf was held and blockers were restarted. That evening the patient developed respiratory distress and was intubated. Following intubation, the patient lost her sinus rhythm and became hypotensive, requiring epinephrine and chest compressions. She had several periods of bradyarrythmias, long pauses, ventricular escapes, and alternating rbbb/lssb questionably related to respiratory failure. She had temporary venous pacing wires placed. She regained her sinus rhythm then atrial fibrillation. She required levophed and dopamine for support. She was aggressively diuresed. She was extubated 2 days later. She again developed brady arrhythmias unrelated to her pulmonary status. She did not require resuscitation, but was treated with dopamine for chronotropic support. She had a permanent pacemaker (ppm) placed the following day. She remained in the ICU for several more days for monitoring and aggressive diuresis. She improved, and by pod 13 she was transferred to the telemetry unit on nasal canula. She slowly increased activity, but was fairly deconditioned compared to her baseline functional ability. On the 15th day she was discharged to rehab with oral diuresis. The patient passed away 3 months post procedure, due to an unknown cause. Additional information is not available.

Manufacturer narrative:
Post procedure and late ventricular arrhythmias can be associated with patient factors such as poor ventricular function, inadequate coronary perfusion, tamponade, hypovolemia or electrolyte deficiencies (e.g. Hypokalemia, hypocalcemia, hypomagnesemia). Ventricular arrhythmias can also be associated with significant post procedural bleeding from the ta access site. This patient population is typically elderly, may be non-operative or high risk, have complex medical histories, multiple co-morbidities, and lower cardiac reserve that can limit their ability to recover from the medical conditions above. In the absence of valve dysfunction or valve related ischemia, post-procedure and late ventricular arrhythmias are highly unlikely to be related to the implanted valve. Per the instructions for use, conduction system injuries (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the (B)(4) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in technical summary written by edwards ¿clinical technical summary for complaints-conduction disturbances/ heart block¿, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, the exact cause of the bradyarrhythmia is unknown, however the patient¿s multiple co-morbidities in combination with the procedure itself could have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required at this time.